Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. The vad remains implanted and the controller was exchanged. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows within the analyzed period and four (4) low flow alarms logged since (B)(6) 2025. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2025 at 04:46:53 and 07:05:34, indicating an issue with the internal battery. In addition, log file analysis revealed that this controller had been in use for more than two (2) years. Log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 10:22:40, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm is an additional finding unrelated to the reported event. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the observed vad disconnect alarm can be attributed to the controller being powered on without the driveline connected. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dmb1d4 ICD implant date: (B)(6) 2019 additional products: d1: heartware ventricular assist system: 2.0 controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jan-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 13-jan-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pioneer controllers experienced a controller fault alarm due to the internal battery reaching the end of its life. The issue was resolved with a controller exchange in the clinic. It was also noted that the ventricular assist device (vad) exhibited low flow alarms, the vad remain in use. No patient complications have been reported as a result of this event.